Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump history revealed multiple loss of prime warnings. Error, alarm, warning (B)(4) was observed in the black box with zero force. The returned battery cap used for testing. The force calibration passed testing. The pump was opened; no intermittent conditions were found on the force sensor flex pins. The load step malfunction was not duplicated during investigation. Unrelated to the complaint, the text on the display was found to be dim and the letters had a red hue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. There was reportedly a load step malfunction issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).